Manufacturer narrative:
The following fields have been update with additional information: b.5. Describe event or problem: it was reported that during use with 100 bd vacutainer® sst¿ ii advance plus blood collection tubes there was insufficient gel volume in the tubes and air bubbles were found in gel. Customer has not provided patient information or impact. The following information was provided by the initial reporter: insufficient gel volume. Photos show air bubbles. H.6 - additional imdrf annex a code: a0302. Bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for excessive gel and gel air bubbles with the incident lot was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to excessive gel and gel air bubbles as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during use with 100 bd vacutainer® sst¿ ii advance plus blood collection tubes there was insufficient gel volume in the tubes and air bubbles were found in gel. Customer has not provided patient information or impact. The following information was provided by the initial reporter: insufficient gel volume. Photos show air bubbles.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 100 bd vacutainer® sst¿ ii advance plus blood collection tubes there was insufficient gel volume in the tubes. Customer has not provided patient information or impact. The following information was provided by the initial reporter: insufficient gel volume.